Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The patient was subsequently programmed to ventricle-only pacing. The lead was scheduled for replacement. A clot in the patient's blood vessel was found during contrast injection and the replacement procedure was halted. The patient was placed on blood thinners and will be re-evaluated for lead replacement at a future date. No further patient complications have been reported as a result of this event.